Event description:
It was reported that the patient expired on (B)(6) 2010. The patient was last seen by their healthcare provider on (B)(6) 2010. It was not known if the death was device related. Refer to manufacturer report #3004209178201107648.

Manufacturer narrative:
(B)(4).